Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump got caught under a lever under a car seat and the pump screen became smashed. Reportedly, the pump was no longer functional. The customer's blood glucose level was 290 mg/dl and was addressed with insulin pens. The customer confirmed that an alternate method of insulin delivery was available.